Manufacturer narrative:
This occurred between (B)(6) 2017 and (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring occurred during use of a vial-mate adapter. This occurred when attaching the device to a non-baxter vial of piperacillin/taxobactam (2.25g). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation attached to a solution bag and product vial. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Though the complaint issue for particulate matter was not confirmed, a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.